Event description:
Right subclavian vein was entered on the first attempt with good blood return. The wire was introduced without resistance. When the wire was pulled back several centimeters, resistance was noted. The wire was pulled back further and the wire showed evidence of fraying and dislodged. The procedure was aborted. Radiology evaluation revealed that the piece of wire was in the subcutaneous tissue. The piece of wire was left in the tissue. A left internal jugular injection port was placed. Patient was discharged home.